Event description:
It was reported that the screen of the insulin pump was broken. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a bleeding lcd glass, a cracked caseat the display window corners, battery tube threads, reservoir tube lip, and minor scratches on the display window.